Event description:
Pt approx 14 months status post prodisc-c implant at level c4-c5, returned to surgeon complaining of continuing pain in the arm. Pt was returned to operating room on (B)(6) 2011 for removal of prodisc-c. Pt was revised to a competitor fusion product.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.